Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to implant the right atrial (ra) lead, the helix did not extend. The atrial lead body was found to be twisted. The lead was not used and a new lead was implanted. Patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported event of lead body twisted was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil. The cause of the reported event of helix issue was isolated to the helix being clogged with blood/ tissue. Electrical testing was normal. No anomalies were noted.